Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) a red call doctor icon. A patient initiated interrogation (pii) was performed but showed a yellow collecting wave. The communicator was pulled away from electronics and patient initiated interrogation (pii) was performed again but the issue remained. At this time, this device remains in service and there was no adverse patient effects reported.